Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred on multiple occasions. Customer's blood glucose level was 161 mg/dl. Tandem technical support recommended that the customer contact the healthcare provider regarding alternate insulin therapy. However, the customer decided to continue to use the pump for insulin therapy